Event description:
During a laparoscopic cholecystectomy, surgeon reports that on two occasions the device misfired by applying clips that scissor. These clips needed to be removed and reapplied with a new clip. Enclosed with the defective clip appliers will be a picture of the scissored clips on the cystic duct and artery along with a sample of the defective clips. No pt consequence. Two devices will be returned.